Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00055. Software data logs were received by the manufacturer on (B)(4) 2015 for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) would not respond by pressing the start button. The device was not changed out. After ten minutes, the ccm started working. The perfusionist (ccp) completed the priming and finished the case without any delay. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.